Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, an imprecision was observed. No additional information into the reported issue was provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive used in the procedure was evaluated by medtronic personnel. It was found that the registration had several points under the skin and that the hard anatomical structures which indicated that a non-optimal registration pattern was performed. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.